Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the wake button was not working. Customer pressed the wake button multiple times and the wake button performed as intended. Additionally, it was reported that the customer was unable to charge the pump using the tandem-provided usb charging cable. Reportedly, the customer was able to successfully charge the pump using a secondary usb cable. Customer's blood glucose level was 100-300 mg/dl.